Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker presented noisy signals on both the right atrial (ra) lead and right ventricular (rv) lead which led to an atrial tachy response (atr) episode. Technical services (ts) was consulted and confirmed no out of range measurements or pacing inhibition were present. This device remains in service. No adverse patient effects were reported.